Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight not provided for reporting. Additional product code: hty. (B)(4), lot unknown, UDI unavailable. Device malfunctioned intra-operatively and was not implanted / explanted. Device discarded by facility and is not expected to be returned for manufacturer review/investigation. (B)(6). 510k: pre-amendment. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pediatric locking compression plate plating, the k wire broke. The reporter was alerted after the surgery that the tip of the k-wire broke off in the patient. The device fragment was not removed as it was embedded in the patient bone. It is uncertain how the device was being used; may have been being used to line up the plate but this was not confirmed by the reporter. There were no attempts to remove the device fragment from the bone as it was implant quality material. There were no other intraoperative issues, delays or additional medical intervention required. The surgeon did take x-rays (as part of final standard x-rays) the device fragment was not noted on the films. The patient was reported to be stable at the end of the procedure. The remaining broken piece of the k-wire was discarded per the hospital procedures; as such, it is not available for investigation. This complaint involves one (1) device. Concomitant devices reported: locking compression plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).